Event description:
In this event it is reported that automate tool broke during use. Outcome is unknown as of this MDR. Further information is pending.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Adding UDI # : UDI # (B)(4). Returned product was 1 flexshaft date code 0622 with coil deformation/weld failure causing the product to not function properly. CAPA opened to address weld failures for product manufactured by sarasota since december 2020 (date code 1220) through implementation date of august 2022 (0822). Complaint is considered substantiated. (Nwv)